Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 20 x 2.50 rebel stent was selected for use. However, when the device was taken out from the package, the stent was damaged. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. A 20 x 2.50 rebel stent was selected for use. However, when the device was taken out from the package, the stent was damaged. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen. The balloon was tightly folded. The inner shaft was buckled 79mm from the tip. There was a hole in the buckled area. The damage was consistent with an interaction from a guidewire. The stent was damaged. Inspection of the remainder of the device presented no other damage or irregularities.